Event description:
Following insertion into the patient, the non abbott needle punctured the swartz sl1 sheath. There were no consequences to the patient. The sheath and needle were not prepped together outside of the body. It was indicated the puncture did not occur due to fault of the introducer.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator and sheath had been perforated proximal to the distal tip a needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The fluoro image submitted with the returned device appeared to show the needle exiting the sheath and dilator near the distal tip, consistent with the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported puncture is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿